Manufacturer narrative:
Combination product: yes.

Event description:
Lead was dislodged from the original placement in the right atrium. The dislodgement was noticed the morning after the implant during an interrogation and confirmed by a chest x-ray. The lead was extracted and replaced.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.